Event description:
On 29/apr/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with peritonitis and required a blood transfusion. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 17/apr/2024 presented with klebsiella pneumoniae in the culture and a wbc count greater than 1000/mm3 (exact count not conducted). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that the patient does not have a clean area in her home to perform pd and has been observed not washing hands during pd setup and therapy. The patient was prescribed vancomycin and piperacillin/tazobactam (routes, dosages, frequency, and durations unknown) to address the infection while hospitalized. These two antibiotics were discontinued upon discharge as the patient was prescribed intraperitoneal meropenem at 1000 mg daily for two weeks by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference for renal replacement therapy in the admitting facility. The patient also underwent a blood transfusion to address a gastrointestinal (gi) bleed due to unrelated comorbidities. It was affirmed the patient¿s gi bleed, and the subsequent blood transfusion were unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient had an uneventful hospital course and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.